Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. A 3.00x32mm taxus liberte stent was implanted in the left anterior descending artery (lad). Two days later, the patient presented with stent thrombosis. The thrombus was aspirated and the lesion was dilated with an unspecified device. No additional patient complications were reported. The patient's current condition was listed as "stable". Additional information has been requested, but has not been received.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.